Event description:
A report was received which stated that a patient has been referred for explant surgery due to the patient experiencing pain although "device has been turned off" and patient is still complaining of pain in the neck where the lead is placed. Attempts have been made for further information however have been unsuccessful to date. Though surgical intervention is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's devices were explanted. The patient's devices were discarded per the explanting facility's protocol and therefore have not been received by livanova for analysis to date. No additional relevant information has been received to date.